Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. The reported thermal device malfunction is not related to res#91127. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the omnipod 5 controller showed error messages during 'chip replacement'. The patient was activating a pod. The controller was also reported to overheat and the battery drained to zero. There was no exposure of sunlight and was indoors when the controller was reported to overheat. No impact to the patient's blood glucose level was reported. No medical attention was required, nor did the patient experience any harm. A replacement device was provided to the user.